Event description:
It was reported that during implant the lead exhibited high out of range impedance and failure to capture at high pacing threshold. The lead was replaced.

Manufacturer narrative:
. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event could not be confirmed. Testing could not be performed for the field event due to the condition of the returned lead.